Event description:
The following has been reported: biomed reported: ticket stated, "clamp not opening/closing properly, screen having to be wiped with alcohol prior to using touch screen" cleaned and ran test infusion. No alarms. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Upon return, the device started up with no error. Verified lcd flex cable seated. Lcd touch screen functioned properly and was able to be used to navigate through settings and operations. No other damage found.